Event description:
It was later reported that the reported that the patient has recovered from mania. No other relevant information has been received to date.

Event description:
It was later reported that the patient's ae 4 mania is ongoing possibly related to stimulation, not recovered/resolved, and action was taken by placing patient in an intensive outpatient program with hotel housing. No other relevant information has been received to date.

Event description:
It was reported that patient experienced ae 3 - increasing mania. The event was reported to meet sae criteria, is of severe severity, is possibly related to stimulation, and is reported as recovered/resolved with sequelae. Ae 3 increasing mania did meet sae criteria, patient was hospitalized, was severe, possibly related to stimulation, action was taken by providing medication, and is recovered/resolved. As this is a clinical study patient, the device is presumed to be operating within normal limits unless otherwise reported. System diagnostic test is performed for all adverse events experienced by clinical study patients. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.